Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein leads were explanted and replaced to address the issue.